Manufacturer narrative:
Date of post-operative screw movement is unknown; however, the issue was discovered and surgically addressed on (B)(6) 2016. This report is for two (2) unknown screws. Without a valid part and lot number, the UDI is not available. Per facility, the complainant parts were discarded and are no longer available for investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision procedure on (B)(6) 2016 due to screw pull-out and non-union. The patient was originally treated for a clavicle fracture on (B)(6) 2015 with the implantation of a 7-hole clavicle plate and screws. During a routine follow-up appointment on (B)(6), an x-ray image identified that two (2) of the original screws had begun to pull-out from the plate. The patient was returned to the operating room that same day to have the original hardware removed. The plate was replaced with a 10-hole locking reconstruction plate. The procedure was completed successfully with no reports of delay. During a post-revision follow-up appointment on (B)(6) 2016, an x-ray image confirmed that the newly implanted 10-hole plate had bent. As the patient was not experiencing pain, no plans for surgical intervention have been made. Concomitant devices reported: 7-hole clavicle plate (part # unknown, lot # unknown, quantity # 1). This report will address the reason for revision only: screw pull-out and non-union. The bent plate will be captured in and reported under com-(B)(4). This report is for two (2) unknown screws. This report is 1 of 1 for com-(B)(4).